Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 blue valve on the btt port was missing. It was noticed while attempting to connect the gas line. Another kit was opened to successfully complete the procedure. No patient injury.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 12/18/2024. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The btt was able to be inflated. No visual defects were observed on the silicone btt. The blue stop valve was not observed in the btt and was not returned for evaluation. A manufacturing engineer evaluation was conducted. The btt lnsufflation tubing valve was inspected visually under magnification. A reference btt subassembly was placed alongside for visual objective evidence. It was evident that the blue component within the valve was missing from the complaint device. See attached manufacturing engineering memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. The lot # 3000429093 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.